Event description:
As reported, our hospital currently uses the bbraun infusomat space IV pumps (version 686g). We have been experiencing instances where the pumps alarm and stop functioning due to what appears to be false air-in-line detections. Even after line checks, we have not found any air present. We have reviewed the instruction booklet, but did not find any options to adjust the sensitivity or disable the air alarm. We understand the importance of this safety feature, but the frequency of false alarms is causing interruptions in patient care.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.